Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided pictures identified a cup and head with cup showing blood staining, the od of the head appears to be ok no signs of scratching/dings/dents. No other information could be observed from the image. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. The reported event is unconfirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D4: unknown mallory head cup with metal liner. D10: unknown mallory head type 1 cocr head. G2: foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02454 . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient was revised due risk of metallosis and increased cobalt ion levels due to the initial metal on metal. The mallory cup and head were explanted.